Manufacturer narrative:
The device was received, and an evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. Service evaluation identified and verified that the device does not recognize an open door. The cause was identified to be damage to the upper hook switch. The upper auxiliary assembly was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device was unable to recognize and open door. There was no patient involvement. No additional information is available.